Event description:
End user called to complain that the calibration was not testing on the device. This was confirmed from phone troubleshooting. The device was replaced and defective one returned for investigation.